Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak, force, and fill test were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The complaint of air bubbles in the cartridge was not duplicated during the fill test or cycling. The cartridge cycled normally. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with polydipsia associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that there were air bubbles in the cartridge that were not present prior to use. This complaint is being reported because the patient allegedly experienced hyperglycemia because of air bubbles in the cartridge.